Manufacturer narrative:
(B)(4): evaluation, results: (mi). Conclusion: (based on the information provided no root cause can be determined).

Event description:
It was reported that approximately 57 months post index procedure, the patient died. Cause of death was reported to be non-sudden cardiac death which was reported as not associated with an mi and due to terminal heart failure . The death was not related to the study device or to the study procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). Evaluation conclusions: inherent risk of procedure (death). (B)(4).

Event description:
Five endeavor rx drug eluting stents were implanted during index procedure to each of the following arteries: mid rca, distal lad, distal lcx, proximal lad and proximal lcx. Approximately 29 months post index procedure, the patient was hospitalized for an mi (acute non stemi). Patient underwent revascularization with placement of one endeavor sprint rx drug eluting stent in the distal lad. The investigator reports that the event had no relation to the study device / procedure and was not life threatening. Patient was asymptomatic at 30 day, 6 months, 1 year, 1.5 years, 2 years and 2.5 year follow-up. (Ref MFR. # 9612164-2011-00365, 9612164-011-00367, 9612164-2011-00368, and 9612164-2011-00369).